Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the intellivue mx800 patient monitor did not alarm for a desat on (B)(6) 2020 at 10:00 for the patient in ICU (B)(6). The patient passed away on (B)(6) 2020.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The reported issue was investigated via remote support by a philips field service support technician (fsst) who requested the audit logs from the central station for the date and time in question. During the review of the provided audit logs, the fsst found that all alarms were paused from 09:49:05 and resumed at 09:51:08 and again paused at 10:08:00 and resumed at 10:10:03. During the time that alarms are paused, no alarms will be generated. Low spo2 alarms were generated at 10:36:42 and 10:38:24 on both central stations monitoring the patient and were acknowledged by the clinical staff. A desat alarm was generated at 10:38:24 and was ended at 10:42:41 due to a "spo2 sensor off" inop that was generated at 10:42:39 and ended at 10:42:55. It is considered that this issue was resolved by the field service support technician instructing the customer regarding the alarm behavior and the field service engineer testing the involved monitor. The monitor worked as intended and there was no malfunction of the device. This issue was caused by user error. The monitor remains in use at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.